Event description:
It was reported that technical services (ts) was contacted regarding difficulty holding induction during programmer communication with the subcutaneous implantable cardioverter defibrillator (s-ICD) during an implant procedure. Ts instructed the field representative to position the wand directly over the device, and telemetry improved. After closing, variable impedance was seen ranging from 85 to 146 ohms. During the first defibrillation threshold (dft) test, a notification was received indicating the impedance was out-of-range, but during the second the impedance was within normal limits. Ts recommended disconnecting the electrode from the s-ICD header and flushing the header to ensure no debris were causing the issue, then to palpitate to get rid of any air in the pocket. The s-ICD system remains in service. No adverse patient effects were reported.